Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for non-malignant pain. Manufacturer representative reported the patient¿s system had a short on pair 03 and when impedances were run the value was <50ohms. No further complications reported/anticipated.